Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reports capsular contracture, baker grade ii-iii, of the left side.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: brown particles, fold creases, an extended opening with striated edge and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reports left side capsular contracture, baker grade ii-iii, and "patient is scared regarding bia-alcl and wants fluid tested."the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports: "patient is scared regarding bia-alcl and wants fluid tested." The device has been explanted. The side is unknown.